Event description:
The pt was undergoing a caesarian delivery. To promote dilation of the neck of the uterus and speed the delivery, the pt received three intramuscular injections of papaverine in the same leg that the electrosurgical pt pad was applied to, and tha the last injection occurred approximately 2 hours before the pad was applied. It was also reported that the pt pad was applied with no preparation of the application site, but that at the time of removal of the pt pad, there was no indication of any injury to the pt. Approx one hour after the surgery, a red-blue spot was observed on the pt's thigh. The size of the spot was not reported. One day after surgery, the spot was red in color and the pt was treated with ichtyol. On the second day post-surgery, the injury appeared to be a very large hematoma, and the pt was prescribed hirudoid as treatment. It was reported that on the third day post-surgery the injury was enlarged in size, violet in color, and painful. The injury was treated with analgesics. The injury was classified as a third-degree burn by the hosp because the anesthetist and plastic surgeon diagnosed the injury as a third degree burn.